Manufacturer narrative:
Based on the available info, this event is deemed to be a serious injury. Further report indicates that end-user was diagnosed with cellulitis. The primary health care provider dr. (B)(6) will be contacted. End-user received two (2) injections of rocephin; placed on oral antibiotics and medrol pack. Silvadene is now being applied to the area. Lastly, wife of end-user requested a list of ingredients of product's adhesive borders, and was further instructed to contact convatec with concerns, questions and/or additional instructions. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional info becomes available, a follow-up report will be submitted.

Event description:
Wife of end-user reports skin presents with painful red blistering rash located under the adhesive border of the aquacel surgical dressing. She describes the rash as a 'bumpy red skin' with fluid filled blisters. It is further reported that the product was supposed to remain on end-user for 14 days post right elbow ulnar nerve release surgery; however, product removed after 10 days due to pain. Upon removal of dressing, a red-out line was evident on skin located under the adhesive remover. After 5 days of product removal, area began to blister. Product was in use for 10 days.